Manufacturer narrative:
A ts representative discussed that the device was in retry which would have shorted the estimated longevity. The daily measurements showed low thresholds until it went into retry at the end of the month. The ts representative discussed that the patient should be seen again within six months to see if the elective replacement indicator (eri) is reached is less than three months. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Additional information was reported that this device was explanted. It is unknown if the device will be returned to boston scientific for laboratory analysis. There were no other allegations made against the functionality of the device and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up, this implantable pacemaker displayed that the calculated remaining longevity was less than six months. The device was programmed, so that automatic capture was on and the pacing threshold was shown at 3.5 volts. A threshold test was run and the threshold was changed to 1.3 volts. Afterwards, the device's estimated longevity then changed to 1.5 years. Boston scientific technical services was contacted to inquire about the change in longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.